Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on the product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Corrected data: h6: medical device problem code: "1494- off label use (pre existing: keratoconus)" should be added. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -5.00/2.00/006 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted and later replaced with a different power lens due to refractive surprise. It was reported that the problem resolved. Patient-related factor was reported to be the cause of the event. However, it was reported that the lens did not fail to perform as intended.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).